Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection confirms the device has damaged threads. The device shows significant signs of wear/usage. The manufacturing date for the device is 2016. A review of complaint history on the listed part revealed no prior complaint for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection confirms the device has damaged threads. The device shows significant signs of wear / usage. The manufacturing date for the device is 2016. A complaint history and DHR review was not performed for this event, as no manufacturing, packaging or labelling defects were associated with the reported failure. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed. Credit will be issued for the device.

Event description:
It was reported that the meta-tan drill guide did not receive the meta-tan drop attachment. In order for the surgeon to complete the procedure he had to mallet it onto the jig for it to work. No injuries reported.